Event description:
Healthcare professional (hcp) reported injecting a patient with 3ml of juvéderm® volux¿ and 2ml of juvéderm® voluma® with lidocaine. Patient received york downs numbing cream for the full face as pre-treatment prior to the injection. Patient developed swelling and redness in the chin and submental area. Patient is also experiencing itching in the lower face. Hcp noted the symptoms are not at the site of juvéderm® voluma® with lidocaine. Patient was prescribed antihistamines. Hcp later reported patient is experiencing "some yellow crusting". Patient was prescribed amoxiclav, valtrex, and steroids. Symptoms are ongoing. This relates to juvéderm® voluma® with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h1, and h6. Previous emdr submission noted unspecified infection, abbvie medical safety determined that the event is not device related.

Event description:
Per medical review, the reported reaction is related to the topical numbing cream and not the dermal filler. Therefore, this event is assessed as non-device-related.